Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery would go empty for less than a week. The customer reported that the replacement battery cap did not resolve the issue. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin pump went blank but the display returned. The insulin pump will be returned for analysis.